Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and motor error. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that insulin pump display died and had black screen got 3 pump error. Customer stated that insulin pump had frozen display and did rewind and then got motor error alarm. Drive support cap was normal. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or blank or black screen noted. However, device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating current, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify battery out limit alarm due to motor error alarms.